Manufacturer narrative:
The patient weight was not provided. (B)(4). Approximate age of device ¿ 11 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was in the hospital listed 1a for heart transplant. The patient's coumadin was held for a few days, and the inr goal was 1.5-2 due to active recurrent gastrointestinal bleeding. The patient was discharged from the hospital on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.